Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2010, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during an obtryx sling placement + cystoscopy procedure performed on (B)(6) 2010. As reported by the patient's attorney, the patient had a revision surgery on (B)(6) 2018 for removal of mid-urethral sling and urethral dilation. Boston scientific has been unable to obtain additional information regarding the event to date.